Manufacturer narrative:
(B)(4). Mw5061662. Diabetes mellitus is a known cause of hypoglycemia and death.

Event description:
Dexcom was made aware on 05/23/2016 that the patient passed away on (B)(6) 2015. Patient was found deceased in the living room due to low blood sugar. Paramedics were called. Patient was not taken to hospital. Patient was taken to a funeral director. Patient was wearing the continuous glucose monitor (cgm) at the time of death. The reported cause of death was hypoglycemia. A certificate of death was not provided. There was no alleged device malfunction. Additional event or patient information is not available.